Event description:
A malfunction alarm identified as malf 12 occurred on a customer's insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to put the current pump into storage mode and return it using a pre-paid label within 10 days. The pump was reported to be under warranty, and the customer planned to continue using the current pump until the replacement arrived.